Event description:
It was reported that the patients ipg was at the end of its battery life. The patient underwent an ipg replacement procedure. The explanted ipg was not returned as it was kept by the medical facility. Additional information was received that the patient was a high energy user, the patient was doing great postoperatively.

Event description:
It was reported that the patients ipg was at the end of its battery life. The patient underwent an ipg replacement procedure. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.